Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported the screw of the healing abutment fractured and the fracture portion was able to remove from the implant. Doctor confirmed the implant is fine.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One healing abutment (tha44) was returned for investigation. Visual evaluation of the as returned product identified that the screw was fractured at the threaded region. Additionally, bone residue was identified due to usage. Functional testing could not be performed since the device was fractured. Device history record (DHR) review could not be performed since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (tha44) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.